Event description:
Per report, a nurse sustained a puncture injury to unidentified hand while reaching in the bin during attempt to get the custom procedure pack with exposed aspiration needle (protective coverwas off). The employee did not go the emergency department or undergo any exposure testing since the needle is a sterile one.

Manufacturer narrative:
Pr 761289 follow up emdr for manufacture evaluation. Three samples were received. Visual evaluation of the provided samples confirmed the reported failure mode, the needle was insufficiently ground and displayed an excess of metal at the needle tip. A review of the device history record shows that all inspection results passed per the DHR process and no anomalies were noticed during production. The most probable root cause was identified as a manufacturing error during the grinding process. Based on the identified probable root cause, all applicable manufacturing personnel will be notified of this complaint and provided with instruction on proper needle grinding and needle inspection procedures. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Per report, a nurse sustained a puncture injury to unidentified hand while reaching in the bin during attempt to get the custom procedure pack with exposed aspiration needle (protective cover was off). The employee did not go the emergency department or undergo any exposure testing since the needle is a sterile one.